Event description:
Home pt (hp) reports leak in cassette of homechoice set used for "apd" therapy. Leak was noted when hp received se 2240 alarm in dwell 4/4 during treatment on homechoice device. Hp disconnected treatment at time of alarm. Hp notified rn of incident. No pt injury or medical intervention required per hp.